Event description:
During cardiopulmonary bypass, the level sensor issued false low level alarms, resulting in pump stops. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Device repaired and returned. Eval in progress but not concluded.